Event description:
Patient who had a spine deformity was implanted on (B)(6) 2011, with a construct from t10 to ilium, with allograft spacers. In (B)(6) 2012, patient experienced an infection and returned for a wash out and antibiotic beads with oral antibiotics. Patient experienced infection again, date unknown, and was returned to operating room on (B)(6) 2012, for hardware removal. Another wash was performed and antibiotic beads were placed. The procedure was completed successfully. This is 48 of 65 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). The investigation has shown that the complained implants presents normal signs of use, yet the reported malfunction could not be reproduced. The review of the production history revealed that these implants were manufactured according to the specifications. No abnormal findings were identified. Unfortunately the exact cause of failure could not be determined, a material or manufacturing related condition can be excluded. DHR review found no discrepancies noted that would be associated with this complaint.